Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had their hip done primarily by dr. V. Dr. S revised their hip due to the stem being loose on (B)(6) 2021. I was unable to locate the MDR complaint number for the previous case. A competitor stem was implanted, a new poly was inserted for our cup. Unfortunately, the patient came back with their wound looking very red and inflamed. The surgeon was hoping it was just an I&d of the superficial tissue, but unfortunately, it went all the way down to the joint. A head and liner exchanged were done. The 52x36 neutral liner was removed, and a new liner of the same size was implanted after a thorough washout. The competitor new head was also implanted and the hip was reduced. Hip was stable and the closing process began. Doi: (B)(6) 2021, dor: (B)(6) 2021, affected side: left hip.